Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during high anterior resection, clip was used on blood vessel. The first clip was used without problem. Then, the second clip was taken out, and the surgeon tried to clip for the fifth firing but scissoring was occurred and it was unable to close the clip normally. It was reported the surgeon tried again, but the alignment seemed to be misaligned, and the clip was unable to be closed normally, so the surgeon stopped using the device. The procedure was completed with another device. The part fell into the patient's cavity and was retrieved. And the product did not lock on tissue and was removed from the tissue without damaging it. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with nine remaining clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips formed with crossed legs when applied to test media. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. The information booklet which accompanies each product shipment offers the following as a warning and precaution: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malform or scissor and may ultimately break. Additionally, during assembly, manufacturing fires one clip from each instrument on test media to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to check for binding handles. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.